Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.

Event description:
It was reported that during the surgery, the surgeon couldn't use this complaint product due to the clear sleeve couldn't move. Therefore, the surgeon used an alternative same product to complete the surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned product identified it is conforming to the print. The anchor is still attached to the inserter and does not have any staining. The function check is conforming and the device works as intended. Device history record was reviewed and no discrepancies were found. Review of the product determined that no failure was found as the product functions as intended. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.